Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was undergoing a normal generator changeout procedure. The patient had complete heart block, therefore, the generator was programmed to pace in the ventricles only (electrocautery mode) during the procedure. The patient's left ventricular (lv) lead was removed from the header and the patient went asystole. The lv lead was hooked up to the pacing system analyzer (psa). This rv lead had pulled out of the header without the setscrews being unscrewed. One of the rv setscrews was believed to be stripped and stuck; therefore, pacing was lost when not expected. No adverse patient effects were reported. This lead remains in-service with the patient's new generator and no further complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.